Event description:
It was reported to covidien in 2008 that a customer had an issue with a palindrome dialysis catheter. The customer states that the patient got infected after placing the palindrom sapphire. Palindrome was placed rij the previous month, and removed thirteen days later, patient history, eleven days later, arrow cannon placed lij. Patient has had a history of tunneled catheter exchanges. (Five months prior to original date, arrow cannon removed). Approx a month prior to original date, patient has arthroscopic shoulder surgery. Post surgery, patient complained about shoulder pain. Five days later(the following month), cultured for infection. Another five days later, patient septic. Undetermined when the infection was affirmed. Palindrome was removed and nineteen days later, arrow cannon was placed lij.

Manufacturer narrative:
An investigation is currently underway; upon completion. The results will be forwarded.